Event description:
It was reported the ventricular arrhythmia therapy could not be obtained through a device interrogation. A save to disk was sent to the software engineers whom were able to recover the episode. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.